Event description:
It was reported that right hip revision surgery was performed due to an adverse tissue reaction.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the femoral head was removed while the bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. The clinical information provided, of the elevated metal ion levels (no metal ion levels were provided) and the pseudotumour may be consistent with a reaction to metal debris. However the source cannot be determined with the available documentation. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without supporting clinical/medical documents, lab valued and the returned components a thorough investigation cannot be performed. Except for the revision surgery the impact to the patient cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.